Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 500 mg/dl. Troubleshooting was performed. Reviewed the alarm history and found several low reservoir alarms. It was stated that the fixed prime was set for 9.5 units. It was stated that the programming show only boluses for two days prior to her admission. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer was in the intensive care at the time of call. It was stated that the customer's most recent glucose reading was 211 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.